Event description:
Surgical intervention took place wherein the ipg was explanted to address the issue. Date of explant is unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. D10- therapy date is estimated.

Event description:
It was reported that the patient¿s ipg turns off multiple times during the day on its own. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced resolving the issue. Therapy was restored post op.

Manufacturer narrative:
The reported event of ipg turning off on its own was not confirmed. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.